Event description:
A report was received that the pt was experiencing charging difficulty following a lead revision procedure. Analysis of the pt's database revealed that the ipg's discharge profile confirmed premature battery depletion. The pt's ipg was replaced.